Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. After deployment the closure device was partially recaptured for repositioning and a kink in the sheath of the access system was observed. The procedure was successfully completed and no patient complications were reported.

Manufacturer narrative:
Device analysis the returned device consisted of a watchman access system (was) without the dilator in the sheath. The hub, tip, and sheath were microscopically and visually inspected. Numerous kinks were found in the sheath. Damage to the tip of the device included polytetrafluoroethylene (ptfe) delamination from the inner sheath wall. Product analysis confirmed the reported event of a sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. After deployment the closure device was partially recaptured for repositioning and a kink in the sheath of the access system was observed. The procedure was successfully completed and no patient complications were reported.